Event description:
Drain broke apart where clear silicone meets white drain ten days after surgery. Additional surgery required.

Manufacturer narrative:
Investigation results: we received the broken sample for investigation. The drain broke at the same location where it breaks when we pull test it although the tear pattern is not exactly the typical pattern. There is a hub connecting the white drain with the clear tube. The hub is glued to both the drain and the tube. The minimum pull test specification is 40n compared to 20n required by international standard en (B)(4). .